Event description:
Acct. Reports leaking at the y-junction while infusing d10 or tpn/lipids. States have had 7 incidents over last 8 weeks. Not sure about lot numbers of other incidents, had same issue one year ago with different lot number. No medical intervention needed for pt., set was changed and is considered a nursing intervention.